Event description:
It was initially reported that the patient have an increase in seizures specifically during exercise. It was also noted that the patient used the magnet to turn off the vns during strenuous activity like choir practice and for exercise. It was also noted that the patient has non-epileptic events. Diagnostics were performed and there was no indication that they were not within normal limits. The patient will likely have surgery but surgery had not occurred to date. Attempts for additional information have been unsuccessful.

Event description:
It was reported that the patient does want to have the generator replaced. Additional information was received that the patient was referred for generator replacement due to generator nearing end of service. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the patient is declining generator replacement at this time and wants the vns programmed off.

Event description:
Patient underwent generator replacement on (B)(6) 2015. Attempts were made for the return of the explanted generator but it has not been received to date.